Event description:
It was reported that pump generated cartridge alarm 20 and displayed high blood glucose, with specific value unknown. Customer delivered a correction bolus via pump, continued using current pump with an alternate method as backup if needed, and did not require assistance from a third party. Technical support confirmed repeated cartridge alarms, provided instructions on storage mode and pump return, and arranged shipment of replacement pump. Customer will continue to use current pump for insulin delivery.